Event description:
As reported, approximately after three to four hours post deployment of (2) 6f-12f mynx control venous vascular closure devices (vcd) the patient developed a large hematoma after ambulation for the second time at discharge which required an inpatient stay. The physician noted that the patient exhibited ecchymosis on both sides of the access sites. Hemostasis on the left side was achieved by the two mynx control venous devices. The right access site was closed with a non-cordis device. There was no downsizing at this site. Per the sales representatives the site has been actively hydrating during the two-minute swell. A cordis representative was present for most if not all of the procedure. The physician believes the large hematoma indicates a failure of the mynx closure. The patient had a high body mass index (bmi); but, the closures appeared to be in good shape throughout the procedure and into recovery. The devices will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, approximately after three to four hours post deployment of (2) 6f-12f mynx control venous vascular closure device (vcd) the patient developed a large hematoma after ambulation for the second time at discharge which required an inpatient stay. The physician noted that the patient exhibited ecchymosis on both sides of the access sites. Hemostasis on the left side was achieved by the two mynx control venous devices. The right access site was closed with a non-cordis device. There was no downsizing at this site. Per the sales representatives the site has been actively hydrating during the two-minute swell. A cordis representative was present for most if not all of the procedure. The physician believes the large hematoma indicates a failure of the mynx closure. The patient had a high body mass index (bmi); but, the closures appeared to be in good shape throughout the procedure and into recovery. The devices will not be returned for evaluation. The products were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and due to the nature of the event, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. Without the return of the devices for analysis, the reported customer complaint " hematoma" could not be evaluated. In addition, patient related events cannot be duplicated in a lab. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy/comorbidities contributed to the reported event. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.